Event description:
In 2009, the patient reported that this morning his blood glucose ranged from 9-23.1 mmol/l (162-416 mg/dl). His normal blood glucose range is 4-10 mmol/l (72-180 mg/dl). He stated that he has a sore throat and congestion and he is taking antibiotics. The patient then found that his infusion tubing had become disconnected from his infusion device. He reconnected the infusion tubing and bolused to remove air from the system. He changed his infusion site, reconnected, and bolused 10 units of insulin to lower his blood glucose. Upon follow up at about 4 days later, the patient stated that his blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.